Event description:
Drive received a report that the end user of a rollator was injured when the rollator "put holes in her legs on 3 occasions due to being sharp." The reporter stated that the end user is on blood thinners and "bled all over the floor," and treated at an urgent care. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available.